Event description:
Post-operative - first week of august, 1998, the patient was admitted with right-sided hemiparesis. By december, patient was reported to have made good recovery from the stroke with mild residual weakness. The valve remains implanted.